Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue; keypad peeling/torn, response issues with up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: on examination, the keypad cover was peeled off. Investigation confirmed the alleged damage. On testing, all keypad buttons had normal response. Investigation did not duplicate the alleged tactile change. There was no contamination visualized under the button contacts. Unrelated to the original complaint, the display lens was noted to be scratched in multiple areas; the display was difficult to read.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.